Manufacturer narrative:
Other text: b5: additional information received by smiths on 29-jun-2021 via email: all issues were discovered at testing. There was no patient involvement. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated. The dso (downstream occlusion) sensor reading was stuck at 2500mv and the event was found in the event history log multiple times. The dso was inoperable and it was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited no disposable alarm. No adverse effects were reported.